Manufacturer narrative:
(B)(4). The reported patient effects of aneurysm, angina and restenosis are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that the xience v stent was implanted in the left anterior descending (lad) artery to the ramus intermedius artery in (B)(6) 2009. In (B)(6) 2011, the patient presented with sudden-onset chest pain. Echo showed hypokinesia of the lad with 100% in-stent restenosis in the lad stent. There was a 3 x 2 cm aneurysm in the mid lad. The patient was treated with dual antiplatelet therapy with atorvastatin, metoprolol and oral hypoglycaemic drugs. After stabilization, the patient was referred to surgical management. During surgery, a large aneurysm of 2 x 2 cm in the mid-lad was found. The aneurysm was proximally ligated and plicated, and reverse saphenous vein graft (svg) was used to bypass the lesion. The patient was discharged 6 days after surgery and is well now after 6 months of the follow-up. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated date of implant estimated the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Article, surgical treatment for coronary artery aneurysm: a single-centre experience.